Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using an in.pact admiral drug-coated balloon, a patient with a chronic total occlusion (100% lesion stenosis) in the mid superficial femoral artery with severe calcification and mild tortuosity experienced balloon inflation difficulties and a circumferential/radial balloon burst during the first inflation at approximately 8 atmospheres. The balloon was inflated using a syringe. All fragments of the balloon were retrieved. The procedure was completed by replacing the balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the size on the luer was consistent with the size indicated the balloon returned in a post inflation state with no damage to balloon bond or tip the balloon was connected to an inhouse indeflator and an attempt was made to inflate the balloon, inflation difficulties were noted a pin hole leak was noted on the distal section of balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon did not fragment and no vessel injury was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.